Event description:
It was reported that the customer had pieces of the insulin pump case broken off. Customer's blood glucose level was 11 mg/dl. Customer stated that around the top where the reservoir goes in is damaged and the tim is busted out. Customer reported that the ring where the reservoir locks into the pump is damaged. Customer does not remember how the damage occurred. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. Customer called back to follow-up and customer's blood glucose level was 264 mg/dl because she did not cover it with enough insulin. Customer treated via manual injection. Customer declined troubleshooting for the high blood glucose level. Customer also had a broken belt clip and stated that the top of the reservoir compartment was cracked off. No additional information provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with broken reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, cracked lcd window, scratched reservoir tube window and case cracked at the reservoir tube window corner.